Manufacturer narrative:
Combination product: yes. (B)(6) 2025, lead explanted. Upon receipt, the lead under complaint was found fragmented. An extraction aid was found on the medial fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2025 the pacing impedance on this lead dropped to less than 100 ohms. It was reported that noise was observed causing an inappropriate vf detection on (B)(6) 2025. One shock was aborted. Postural and isometric testing was performed on (B)(6) 2025 but it showed no noise or out of range lead values. Everything appeared to be functioning normally at that time. Potential lead integrity issue. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted.